Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 24-jan-2023 . H.6. Investigation summary: bd received 14 samples and 4 photographs from the customer in support of this complaint. The samples and photos were evaluated and the indicated failure mode of preactivation was observed. Additionally, 5 out of 14 samples were tested: the retraction button was pressed needle retracted as expected and no extra force was required. Furthermore, 10 retained samples from the bd inventory were functionally tested, and all retracted as expected, there were no difficulties pressing the retraction button, and none of the retention samples were preactivated. Bd was able to duplicate or confirm the customer¿s indicated failure mode based on the photographs and samples provided. No root cause could be established for the reported defects. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set there were 3 occurrences of preactivation and 13 occurrences of being difficult to retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the difficulty in pressing the button and preactivation of wingset utpbbcs. According to the customer's report, it was difficult to press the button in many products in a carton. Also, some products were found to have the needle that was already retracted (preactivation).

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® ultratouch¿ push button blood collection set there were 3 occurrences of preactivation and 13 occurrences of being difficult to retract. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the difficulty in pressing the button and preactivation of wingset utpbbcs. According to the customer's report, it was difficult to press the button in many products in a carton. Also, some products were found to have the needle that was already retracted (preactivation).